Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned to service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had been programmed to a low, back-up rate but it suddenly and without interaction reverted to standard pacing settings of 80 beats-per-minute and 10 milliamperes. The generator was reprogrammed. It has not been received into service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: at analysis it was noted that the firmware update was required and that there was no error code in the display. The firmware was updated and the generator passed its final test performed on the automated test console. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.